Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the radiofrequency (rf) head had a delaminated label, a damaged cable, and a cracked lens, but passed all functional testing. The rf head was to be repaired and reallocated. (B)(4).

Event description:
It was reported that the programmer and radiofrequency head were returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.